Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 11 months.  No product was returned for evaluation. The patient remains ongoing on vad support and no further issues have been reported. A direct correlation between the device and the reported brain hemorrhage could not be conclusively determined. Bleeding, stroke, and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2017 the patient had a loss of consciousness when standing up from a kneeling position. The patient was brought by emergency medical services (ems). CT scan showed a subarachnoid hemorrhage. Of note, the patient reported falling off a bike a few days earlier but didn't know if their head hit the ground. Associated symptoms in the emergency room were mild vertical diplopia, mild headache, and nausea. The patient was admitted, coumadin was stopped, and neurosurgery was consulted. No intervention was deemed necessary. The patient was observed and did not have any further symptoms. Coumadin was restarted on (B)(6) 2017 and was discharged home in stable condition. No additional information was provided.